Manufacturer narrative:
Zoll device will not be returned for evaluation. Therefore,a physical investigation of the device will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
On 11/01/2016, zoll received a medwatch report (mw5064322) from the FDA which reported that "the fluid failed to circulate properly". Multiple attempts were made to obtain additional information from the customer; however, the customer had no recollection of the event. No other patient information was provided.